Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a left sided atypical flutter procedure, a pericardial effusion was noted. During catheter manipulation in the left atrium, high contact force was noted. The patient became unstable, experienced chest discomfort and became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.